Event description:
The facility reported a colleague infusion pump with a display malfunction. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. There was no report of patient/user involvement, injury, medical intervention or adverse reaction in association with this event. The user interface module master software version for this device is 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a display malfunction was confirmed during product evaluation by baxter service personnel. This condition was attributed to faulty main display. The main display assembly was replaced to correct this condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.